Event description:
A 61 year old female - scheduled for carpal tunnel release - the double cuff tourniquet was tested prior to surgery, and the cuff was placed on patient. The cuffs were inflated and the patients arm was ersanquinated and injected with 40cc of .5% lidocaine. Arm became red, and physician was able to asperate venaus blood. At that point patient lost consciousness and was supported by the that anesthelogist. Patient had no seizure activity or cardiac ectopy. Surgery proceded under general anesthesia. Patient tolerated procedure well. Anesthesia felt that patient received bolus of lidocaine because tourniquet cuff did not maintain adequate pressure.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.